Event description:
Event description cpi received information that this implantable pulse generator (ipg) encountered a four second pause in pacing while undergoing catheterization. Patient is pacemaker dependent. Post-procedure- the pauses in pacing could not be reproduced.